Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer's insulin pump was not delivering and he received no delivery alarms. The customer stated that the piston would move and meet with the reservoir and he would see drops, but during a bolus no insulin was coming out. The customer stated he changed the infusion set more than once and changed out the battery as well. The customer stated that his blood glucose was running high around 400 mg/dl. At the time of reporting, the customer's blood glucose was 87 mg/dl. Nothing further was reported.